Event description:
The patient reported that when the power button on the previously working remote monitor was pressed, all lights started blinking, but no transmission was initiated. A replacement power cord was received and tried, but the lights were still blinking. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.